Manufacturer narrative:
The device as received had a balloon with a severely inverted tip. The inverted balloon indicates significant tension was applied during pull back. Visual inspection of the returned device revealed that there was no saline in the balloon. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is exposed to additional compressive force which could result in the balloon pulling through the arteriotomy. The balloon was inflated with fluid and verified in a go/no go gauge to be within the 5.75 - 6.15mm specification. Based on the provided information and the investigation performed, the root cause of the balloon pull through may have been due to a failure to purge the device of air during prep. The review of the lhr (lot f1406407) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: due to back pain and multiple back surgeries, a (B)(6) year-old male patient underwent a procedure on (B)(6) 2014 and a mynxgrip (6f/7f) vascular closure device was selected for closure. The mynxgrip (6f/7f) vascular closure device was deployed and was unsuccessful. As the device was being advanced to be deployed, the device appeared as if it went past the second stop and the balloon was pulled through the arteriotomy. For this reason, the device was removed and the vessel was hand held by the physician. Intermittently the physician checked the vessel and the vessel continued to "spurt". After 1 hour, the vessel still spurted, although less. The impression was that the patient had a tear or bleed on the puncture site from the device. A vascular surgeon was called to evaluate the patient. In the meantime, the patient had a c-clamp placed. By the time the surgeon came the c-clamp had been on for 1 hour. The thought was then to make sure that this patient had no complication and the recommendation was to take him to the or. The c-clamp was then removed by the cardiologist in the cath lab and the patient was transported to the or with the cardiologist holding pressure. Upon arrival to the or, the site was inspected and there was no oozing, no hematoma, and the area was relatively soft, but there was ecchymosis. In preparation for evaluation of the right femoral artery, the patient's legs were manipulated to approximately 60-70 degrees above the horizontal, even with that there was no further bleeding. A femoral angiograph was performed of the right femoral artery which showed no evidence of bleeding, so the patient did not require any surgery repair or stent. The cardiologist believes that the combination of the "faulty device" and the patient being anti-coagulated with quite a few meds could have contributed to the anti-coagulation which required close to 3 hours of hand holding and a c-clamp before hemostasis was achieved. The patient was kept in the hospital overnight. The aci representative followed up with the facility and was informed that the device was pulled through with the balloon intact.